Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped and thereafter the touchscreen became unresponsive despite a restart attempt through the paired app, consistent with a device problem of unresponsive input and involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with unresponsive input on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.